Event description:
It was reported a patient enrolled in a clinical study underwent left total knee arthroplasty on an unknown date. Subsequently, the patient underwent an orif procedure on (B)(6) 2006 due to patella fracture on the left knee. Additionally, the patient underwent revision due to infection; cement spacer molds were implanted. Then, on (B)(6) 2008 the patient underwent fusion of the right knee due to infection and inflammation. On (B)(6) 2008 the patient underwent an orif procedure due to femur fracture.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.